Manufacturer narrative:
The device was returned and analyzed. No anomalies were found. Visual examination of the connector noted no anomalies. Interrogation of the device showed that the gray bar has recovered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the longevity estimator showed a gray bar and the voltage was under 3.00 volts. Premature battery depletion was suspected. It was noted that the device had been stored at room temperature. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.